Event description:
It was reported that following a palliative colonic stenting treatment procedure, a perforation and death occurred. The target lesion was in an unspecified colonic location. The colon was prepped using a phosphate enema. The lesion was not predilated. The wallflex enteral colonic stent was implanted to treat the target lesion. The stent was not postdilated. Within 48 hours after the procedure, a perforation was discovered. This physician reported that during 2007 and 2008 following implantation of wallflex enteral stents for palliative relief in colorectal carcinomas there were six cases of perforation. Some of the perforations may have been due to perforation of the tumor itself "either during the initial intubation or because of the intended radial pressure of the stent. One of the perforations might have been due to perforation of the caecum due to its being overdistended by the obstruction, prior to placement of the stent." Of these six cases there are four known deaths. It is unk what size stent was used in each procedure. There were four cases involving 90 x 25 mm size stents and one case involving a 60 x 25 mm and one case involving a 120 x 25 mm stent.

Manufacturer narrative:
Between 2007 and 2008. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.